Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for glucose level. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of an unspecified bd nano pen needle caused a serious injury in the form of high blood sugar/hyperglycemia. The following information was provided by the initial reporter: material no: unknown; batch no: unknown verbatim: letter received 06/25/2019. Letter date: 06/06/2019. Adverse event: a patient, who was receiving therapy with insulin via bd nano needles, experienced high blood sugar. The patient attributed the high blood sugars to the bd nano needles. No contact information received. Cannot reach out to the consumer.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that an unspecified number of an unspecified bd nano pen needle caused a serious injury in the form of high blood sugar/hyperglycemia. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. Verbatim: letter received 06/25/2019. Letter date: 06/06/2019. Adverse event: a patient, who was receiving therapy with insulin via bd nano needles, experienced high blood sugar. The patient attributed the high blood sugars to the bd nano needles. No contact information received. Cannot reach out to the consumer.